Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, pin 4 in the belt trunk cable connector was bent and unable to connect to a monitor. The root cause for the bent pin was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functionality testing.